Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with injection (inj.) Vancomycin (1 gram, stat dose, route not reported), inj amikacin (500 milligrams, stat dose with 100 milligrams once daily, route and duration not reported), inj reflin (1 gram, once daily, route and duration not reported) and inj. Meropenem (1 gram, once daily, route and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date the fluid was clear. The patient continues the ¿antibiotic dose¿. It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.